Event description:
On 08/09/2012, the patient contacted animas to report that she was hospitalized on an unspecified day in (B)(6) 2012 for an infected cyst on her tailbone. The patient informed customer support that she was diagnosed with dka while in the hospital for the infection. The patient claimed she was initially placed on an insulin drip, but when she was transferred from ICU to a regular floor she was placed on a sliding scale and resumed pump therapy at the time she was discharged (date unknown). Animas customer support noted that the pump could not be reviewed for the period of time prior to and at time of patient's hospitalization since the patient could not recall the exact dates. This complaint is being reported because the patient reported she was diagnosed with dka while on insulin pump therapy. Based on the information provided, it is not known if the animas device may have caused/contributed to the injury due to a malfunction, use error or misuse.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.